Event description:
A pt in the ICU had a glucose result from the cobas b 221 serial number (B) (4) of 2.9 mmol per l. Three minutes later, the same sample was measured on another cobas b 221 serial number (B) (4) with a result of 5.9 mmol per l. The ICU drew another sample from the same pt with a result from serial number (B) (4) of 3.9 mmol per l and 6.7 mmol per l from serial number (B) (4). The same sample was tested on (B) (6) 2009, with a result of 3.4 mmol per l from serial number (B) (4) and 6.3 mmol per l from serial number (B) (4). The user replaced the mss sensor on serial number (B) (4). No info was provided to determine which results were reported or if the pt was treated based on any erroneous results. If additional info is received, appropriate notification will be provided.